Event description:
Customer's grandson reported blood glucose results of 220 mg/dl, 107 mg/dl, and 57 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which he successfully self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.